Manufacturer narrative:
H3: product analysis found that visually, the device was returned in a large zip lock bag. When returned, the device was in a broken condition. The inner shaft was broken and measured 1.763 inches from the diamond tip to the broken point. There were traces of biological contamination found on the hub and the outer tube. There were also traces of contamination found on the broken shaft. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the burr inner shaft was fractured and the burr shaft came loose while using on the patient, making it unusable. No fragments were detached. The operation was continued using a different product. There was no patient impact.

Event description:
Additional information receive stating bur was running at 60000 rpm and the operation was continued using a different bur with same handpiece.

Manufacturer narrative:
B5: additional information receive stating no fragments detached from the bur, bur was running at 60000 rpm and the operation was continued using a different bur with same handpiece. H6: previous fdc/annex d code d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.